Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for a blood glucose (bg) level of 840 (mg/dl), and was subsequently hospitalized. While at the ER and hospital, the customer received an essential line in through the groin, and was treated with electrolytes and intravenous (IV) drip insulin. Reportedly, the treatment resolved the issue. The contact reported that the cause was due to a pump failure. Reportedly, the customer left the hospital on (B)(6) 2018. No additional information was provided by the customer.